Event description:
During testing at the user facility, fluid was noted on the fluid shield. Prior to testing, the device had been returned to the biomedical department with a report of a pvt cassette test failure. No specific pt info, device programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing at the user facility, fluid was noted on the fluid shield. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.